Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received low flows at home and was symptomatic. The pt's mother switched out the system controller and low flows stopped. However, pt was still symptomatic but no longer, "grey and sweaty anymore." Log files have been submitted and pt was given a backup system controller.